Event description:
During a follow-up, episodes of noise resulting in oversensing, low pacing impedance, and varying high voltage impedance were observed on the right ventricular (rv) lead. Lead insulation damage was suspected. No intervention has been performed at this time. The patient was stable and will continue to be monitored.